Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was an area of in-stent restenosis located in the moderately tortuous and mildly calcified proximal right coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at about 4 atmospheres, the balloon ruptured. The previously implanted non-boston scientific stent might have caused the rupture. The procedure was completed with a different device. No patient complications were reported.